Event description:
It was reported that the cardiohelp did not support the patient as expected. All pressures being displayed on the machine (part, pven and deltap) dropped. Rpms stayed roughly at 4000 rpms and flow dropped from 4.5l/min. To nearly 1 l/min. In addition it was reported that it was not possible to get the flow back up and there was no support of the patient. The patient expired. The patient was supported with 4.51/min. Therefore a 17fr. Arterial cannula from medtronic and a venous 24fr. Cannula from maquet was used. Anticoagulation was done with heparin before the crash. One blood gas analysis was performed during the incident and showed low ph, high lactate, high potassium and low hb. The customer reported that there were no alarms went off during this incident. (B)(4). This event is related to medwatch report # 8010762-2015-00299 and 3008355164-2015-00046 for the hls set that was used. Reference MFR # 8010762-2015-00299.